Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) delivered one inappropriate shock due to atrially driven ventricular rhythm. No other information was provided. Approximately seven years after being implanted, this crt-d was explanted. No adverse patient effects were reported.